Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Per the initial report, the home patient stated that there was a bad connection between the supply line of the homechoice set and the supply bag. Baxter's technical service center assisted the home patient in ending the therapy early. No patien injury or medical intervention was indicated at the time of the initial report.